Manufacturer narrative:
The patient was allegedly positioned in the MRI head first supine and completely on table for a shoulder study. The patient did not notice reddening until approximately 4 hours later in the day. The reddening was like a sunburn on the opposite forearm from the shoulder that was scanned. The forearm was swollen the next day and taken by her parents to the ER. .patient returned to the site several days later and the reddening was gone but the forearm was still slightly swollen. The patient was dressed in oversized scrubs (top and pants) for the scan. The tech allegedly stated that the patient was small enough that she did not touch the bore with the affected arm. There was a scar on her forearm, but it was from a previous injury. Please note that in the safety manual one of the cautions is to not allow the patient to come into direct contact with the inner walls of the gantry, head, or knee coils.

Event description:
The patient noticed reddening of forearm approximately 4 hours later in the day after her MRI scan.